Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms. The customer's blood glucose (bg) level was high (430 mg/dl) and a bolus via the pump was delivered to address the bg level. The alarms were cleared and insulin delivery was resumed.